Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The customer's age and weight are unknown.

Event description:
The customer reported that she obtained a blood glucose reading of 400 mg/dl on a contour next link meter. During this time, the customer presented with symptoms of low blood glucose such as blurry visions and numb feet. Upon retesting within a minute on a contour next one meter, she obtained a reading of 70 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Lot number of the initial report indicated the lot # as 8bpef06b. The correct lot # is 8dpef06b. Lot number has been updated with this information. Based on the correct lot #, the expiration date and device manufacture date have also been corrected.